Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient was seen for device check in (B)(6) 2013 and all parameters were within normal limits. In (B)(6) 2013, patient presented to hospital after feeling a vibratory alert. Interrogation showed device was at eri. Premature battery depletion was noted. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.